Event description:
Literature was reviewed regarding¿ long-term remodeling of aortoiliac vessels after standard evar, the reality to be considered¿ the time frame of this study was over a five-year period. 168 patients underwent standard evar procedures for the treatment of abdominal aortic aneurysms. Endurant ii and non-mdt stent grafts were implanted in the procedures. Among the patient population the following malfunctions occurred: stent graft migration, ia endoleak, ib endoleak, type iii endoleak, type IV endoleak no further information was provided pertaining to medtronic products

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿long-term remodeling of aortoiliac vessels after standard evar, the reality to be considered¿ pitoulias, a.g.; pitoulias, m.g.; chatzelas, d.a.; politi, l.a.; beropoulis, e.; wilhelmi, m.; pitoulias, g.a journal of clinical medicine 2025, 14, 5626. Https:// doi.org/10.3390/jcm14165626 a.2 & a.3 average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.